Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. No product was returned to thi. Internal evaluation has been completed by packaging and no abnormalities observed. Most likely underlying root cause: mlc-9: user error caused or contributed to event. Note: manufacturer contacted customer in a follow-up call to ensure the replacement products resolved the initial concern - able to establish contact with customer and stated replacement product resolved initial concern.

Event description:
Consumer reported complaint for physical defect of strips: bent test strips. The customer did not report symptoms or medical attention as a result of the actual blood glucose results. The product storage location is undisclosed. The test strip lot manufacturer¿s expiration date is 08/31/2021 and open vial date is undisclosed.